Manufacturer narrative:
(B)(4). This complaint for a report of patient replacing the cassette, but reusing the solution bags could not be confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the complaint information, the cause of the complaint is user error/ mis-use. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During troubleshooting of a check lines and bags alarm that appeared on the homechoice (hc) unit during prime, the home patient (hp) revealed that he had restarted with a different cassette and connected original bags. The technical service representative (tsr) reviewed the bag set up with hp. The hp to restart with new supplies. There was patient involvement. No injury or medical intervention was reported.